Manufacturer narrative:
(B)(4). Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that a wallflex biliary rx covered stent was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, after the physician begun to deploy the stent, he attempted to reconstrain the stent in order to adjust the position to another location but was unable to do so. The partially deployed stent was removed from the patient and the procedure was completed with another wallflex biliary rx covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A wallflex¿ biliary rx stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed. Additionally, the blue outer sheath was kinked at multiple locations and the clear outer sheath at the distal end was accordioned at 4 spots. The inner shaft was kinked with a small amount of peeling over the most distal marker band and the location of the marker bands were within specification. Functional analysis found the stent could be partially deployed and partially reconstrained. However, it was not possible to reconstrain the last 1cm of the stent. When the device was dissected, it was possible to manually deploy the stent. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint; the stent was received partially deployed. The damage to the outer sheath discovered during the analysis is consistent with the application of excessive force. Therefore, the cause of the observed failures was most probably due to anatomical or procedural factors encountered during the procedure. Consequently, the most probable root cause for this complaint is operational context. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device may have been used in a manner inconsistent with the labeled indications. The dfu states as a warning ¿a stent cannot be reconstrained after the reconstrainment limit has been exceeded¿, ¿stent reconstrainment can be completed twice, allowing a total of three deployment attempts.¿, and states as a caution ¿caution: do not reconstrain around tortuous anatomy as it may cause damage to the device.¿ in this case, the physician decided to change the placement location and tried to reconstrain, suggesting device reconstrainment was attempted while in tortuous anatomy.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary rx covered stent was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, after the physician begun to deploy the stent, he attempted to reconstrain the stent in order to adjust the position to another location but was unable to do so. The partially deployed stent was removed from the patient and the procedure was completed with another wallflex biliary rx covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.